Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an off no power alarm. The customer¿s blood glucose was 218 mg/dl at the time of incident. Customer stated that the insulin pump had an off no power alarm without a low battery alert warning. Customer also reported that the insulin pump had an unexpected restart and motor error alarm. Customer confirmed that the insulin pump was not dropped or bumped and they were able to compete the rewind process the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly, motor error alarm, external ram crc error alarm due to blank display. The motor was tested outside of the device and passed.